Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lead exhibited an abnormality of the helix with an abnormal helix shape. The lead was replaced. No patient complications have been reported as a result of this event.